Manufacturer narrative:
(B)(4). Batch # t5d37v. Additional information was requested, and the following was obtained: could you please clarify which part of the device was ¿loose¿? Unknown. Could you please clarify if there were any patient consequences? No. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, two plastic pieces were received inside of a plastic bag. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The device was disassembled in order to evaluate the condition of the internal components and the pieces of plastic belong to the shroud pin. No conclusion could be reached on what caused the event reported. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that prior to use, there were loose ends seen on the device itself. Therefore another device was taken.